Event description:
A customer contacted beckman coulter inc., (bec) to report that they obtained false positive, within the risk stratification range, troponin (accutni) results from the access 2 immunoassay system for three (3) patient samples. Repeat testing of the patient samples produced lower results within the normal reference range of the assay. The customer also obtained elevated results, within the risk stratification range, for three (3) additional patients. Repeat testing of those samples produced lower results still within the risk stratification range that were outside of labeled accutni assay precision claims. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The patient samples were collected in bd plasma sample tubes. The specimens were centrifuged for five (5) minutes at 5,100 rpm. Per customer supplied data, system check performed on (B)(6) 2011 passed within instrument specifications. Qc was performing within the customer's established ranges on the date of the event. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse verified pipettor alignments, checked the wash and precision valves, and checked the incubator belt. The fse replaced the wash carousel peri-pump tubing and then performed hardware verification protocols with acceptable results. The customer reported they believed they had determined the cause of this event was related to their use accutni reagent lot; however, the same lot of reagent produced lower results upon repeat for reported patient results from (B)(6) 2011 and (B)(6) 2011. A definitive root cause for this event has not been determined to date based on the available information. Mdrs associated with this event: 2122870-2011-06378, 2122870-2011-06020.